Event description:
It was reported that a valve was removed from a pt (child) due to an alleged connector coming off or breaking at the proximal side on 10/12/98. On 10/10/98 swelling was observed around the valve. The physician replaced the valve with one of another MFR. There was no pt injury.